Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the colonovideoscope had no image with rainbow static. Based on the results of the investigation, the root cause was a damaged plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had no image with rainbow static. There was no patient involvement.